Manufacturer narrative:
(B)(4). The investigation has been completed. Our field service engineer on site replaced the expiratory valve coil, which solved the reported issue. The ventilator passed all tests and was returned for clinical use. The expiratory valve coil was returned for investigation. It was mounted in a reference ventilator for simulated use testing. Pre-use check failed because of leakage. The two cables on the valve coil were damaged, the insulation was broken. The location and appearance of the damage indicated that the cable was improperly installed and pinched by the front cover. The metal wire inside the cables were however intact and not the cause for the reported issue. The valve coil was opened up, it was then discovered that one of the cables was loose. It is likely that the cable became loose because it was improperly installed and got pinched by the ventilator front cover. The root cause for the reported issue was a loose cable due to improper installation. A defective expiratory valve coil will result in inadequate ventilation. This will be detected during pre-use check and during ventilation by generated alarms. The device logs show that the reported issue occurred on (B)(6) 2017, the date of event is updated accordingly.

Event description:
Importer ref: (B)(4). Manufacturer ref: (B)(4).

Event description:
It was reported that the internal leak test failed during pre-use check. There was no patient involvement. (B)(4).